Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07724. It was reported, the pt had ineffective stimulation, and the issue started a few weeks prior. The stimulation was not felt at the maximum amplitude, and it was reported, the pt had a ruptured disc for over a year. The sjm rep met with the pt and provided reprogramming, however, the ineffective stimulation was not resolved. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.